Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k073231.

Event description:
On (B)(6) 2012, a reporter the lay user/ patient contacted lifescan (lfs) alleging the patient's onetouch ultralink meter displayed an unknown ''error'' message. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2012 between 3pm-4pm. The patient manages her diabetes with an insulin pump. It is not known if the patient made changes to her usual diabetes management routine at the time of the alleged issue. At 9pm that evening, the reporter claims the patient was experiencing an increase in urination. The patient was administered an increased dose of humalog insulin (1.1 units) as treatment. The reporter denied the patient tested on another device. At the time of troubleshooting, the cca was not able to walk the reporter through resolving the alleged issue. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.